Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: (B)(6). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2026-00051.

Event description:
Terumo medical corporation received the following reported information: following a cerebral angiogram with carotid artery stenting, the physician assembled the introducer sheath and arteriotomy locator; however, he did not hear or feel a click. The physician attempted several times to lock the two pieces without success. The device was not attempted to be placed within the patient. Another package was opened from the same lot; however, he encountered the same issue. The patient's access site was successfully closed with a perclose. Type of procedure performed was a cerebral angiogram with carotid artery stenting. No blood loss was reported.